Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Additional information transferred from prid# (B)(4), all relevant information has transferred. Prid# (B)(4) will be closed/cancelled. Dealer stated that the on/off switch has no alarm.